Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not work right. The customer¿s blood glucose was unknown. Customer stated that insulin pump had insulin flow block alarm. Customer declined troubleshooting. Customer stated that sensor only last 2-3 days and then it would not calibrate. The device will not be returned for analysis.